Event description:
The implantable neurostimulator location was uncomfortable. The hcp wanted to implant the device more deeply. The implantable neurostimulator was replaced to a non-rechargeable device. There was no pt injury associated with the event.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.